Manufacturer narrative:
Siemens customer service engineer (cse) investigated the instrument. The instrument was tested with the customer power supply and it is on version 2.5 software. Cse run positive and negative hcg tests from the box and all results were as expected with no false results. Cse inspected the internal mirror and found no splashes or marks, there was signs of over filling as there was dried urine on the upper of the optical chassis where the table enters the instrument. Cse ran the instrument on the ate and it failed on clean the calstrip. Cse cleaned the calibration strip then the instrument passed all ate tests except the printer one as it is having problems feeding paper. The original specimen was not retained and therefore was not available for investigation. Customer trainings have been performed on site with 'train the trainer' cascading to the operators and rapidcomm has recently been installed to aid training.

Event description:
Customer reported false negative hcg result on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant hcg results on the instrument is unknown. Siemens is investigating the issue.